Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported transmitter does not connect to pump after changing the sensor. Customer received ¿sensor signal not found¿. Transmitter was not in warranty. Customer was unsure if they had their charger for greater than a year. After troubleshooting, helpline said the transmitter may not be working. Helpline said the transmitter and the charger will both be replaced. Customer said they had a low blood glucose due to the transmitter was not working. The low was treated with food and paramedics were called. Troubleshooting was done for the low. Pump was used within 48 hours of the low. Customer does not use smartguard.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced communication issue between pump and transmitter. The customer reported blood glucose value of 3.1 mmol/l. The customer reported hypoglycemia treated with glucose/carb intake, ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7841zw. Customer reported a loss of communication between the transmitter and the pump. Deleted transmitter serial number from pump and repaired but transmitter would still not communicate/trigger a "sensor connected" alert. Transmitter charger has been in use more than a year. No further patient complications were reported. Product return for mmt-7841zw is not expected. It was unknown whether the customer will continue using the device.